Event description:
It was reported that a patient had intermittent stimulation. The reporter stated that the patient's device was interrogated and the impedance check showed that contacts 2 and 3 had impedances greater than 10000 ohms. The patient was reprogrammed without using these contacts and was able to get effective parasthesia. It was reported that the patient did not have any known traumatic event that may have led to the electrode issue. The reporter stated that the patient would let his physician know about the effectiveness of his stimulation and subsequent pain relief. Two days later, it was indicated that the patient was not receiving effective therapeutic stimulation and pain relief. It was reported that the patient was going for a consult for a revision.

Event description:
Additional information received reported the patient was scheduled for a lead and possible pocket revision (B)(6) 2013. Additional information received approximately 2 weeks later reported the lead was explanted and the patient was receiving effective therapy. It was unclear if a pocket revision occurred.

Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product type: lead.

Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3550-29, lot# n310675, implanted: (B)(6) 2012. Product type: accessory: product ID 3550-39, lot# n346374, implanted: (B)(6) 2012. Product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).